Event description:
The patient is woman presenting to the hospital for revision orif of her right femur. She has a history of previous right total hip arthroplasty, then a fall down a flight of stairs, resulted in a periprosthetic right femur fracture. This was repaired with a zimmer 15 hole plate, 4 proximal cerclage cables, four distal locking screws, bone grafting, and placement of antibiotic beads. Other significant surgical history includes a left total hip arthroplasty and bilateral knee arthroplasties. The surgeon was using a zimmer 2.7mm drill bit during her surgery when it broke off, leaving a 2.5cm segment lodged in the patient's right femur which the surgeon was unable to retrieve. Surgery proceeded without further incident. The surgical team disposed of the drill bit after the case and did not save any of the item packaging. They state that the zimmer sales rep was present during the event. The patient was not harmed by this incident and was discharged home from the hospital.